Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that she received a motor error and motor position encoder error. Customer reported the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed. Unable to confirm displayable history crc check failed on startup alarm due to overwritten history file.